Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the clips got stuck. There were issues experienced with the loading and firing of the clips and none of the clips were able to load properly into the jaws at any point during use. There was no patient injury.